Event description:
It was reported that a patient noticed the iodine was dried up on the sponge of the mini-cap prior to use for peritoneal dialysis. The supplies were discarded. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer did not know the date this event occurred. The device was not available for evaluation. A batch review was conducted for potentially associated lot number gd894022 and no exceptions were observed that were related to the reported condition. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.